Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for the initial, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:33:13 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket 387502 was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported, the flushing pump had looseness at the place where the hose was wedged. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the flushing pump had looseness at the place where the hose was wedged. There were no reports of patient involvement.